Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 500 mg/dl. Customer advised they had issues with their sensor and calibrating the insulin pump. Customer advised there was blood at site. Customer was advised that they should apply pressure to stop the bleeding, monitor the insulin pump and monitor their high blood glucose levels.